Manufacturer narrative:
Unit received pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests or verify error 37 alarm due to the pump error 38. Thus software was utilized and downloaded trace/history files properly. In further full review the pump history found multiple 37 alarm on 11/08/2025 18:50:30.000, 11/08/2025 18:51:17.000, 11/08/2025 18:57:49.000, 11/08/2025 19:11:25. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, pump error 38 during rewind and pump error 37 alarm in the pump history confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast) when rewinding. The customer stated that the the button was unresponsive. The customer reported a blood glucose value of 130 mg/dl. The customer experienced hyperglycemia and was treated with a bolus from pump. The event involved product(s) unomedical, mmt-332a, and mmt-1880. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. Troubleshooting was performed for the pump error, and the customer was not able to clear the error. Troubleshooting was performed for the keypad anomaly and the buttons remained unresponsive after troubleshooting. No further patient complications were reported. No product return is required for unomedical, and mmt-332a. The customer was instructed to discontinue device use. Mmt-1880 was requested, and the customer's response was that the device would be returned.